Manufacturer narrative:
The impella device was not received from the customer. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 91-year-old female was implanted with an impella cp device for mechanical circulatory support. Blood was noted in the catheter and the physician also discovered a perforation on the left anterior descending artery, which required fat embolism and micro-coils and the patient underwent a pericardiocentesis. The patient was administered four units of packed red blood cells. A balloon tamponade and covered stent were also placed. After treatment and revascularization, the physician elected to wean and explant the impella device.